Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine device change out, the physician noted and insulation anomaly. There were no electrical anomaly and the physician repaired the lead with the repair kit. The patient was stable and would be followed normally.